Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2158-50, (B)(4), description: linear lead kit 50 cm.

Event description:
A report was received that the patient initial implant was for loss of coverage due to leads were placed too high in the epidural space. The patient was retrialed and underwent a revision wherein the leads were replaced. The patient was doing well postoperatively.